Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded, and the tip of the device was damaged. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 9mm from the tip of the device. The device failed to inflate to rbp.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 3.50mm x 20mm, eccentric, and restenotic target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 3.50mm x 20mm, eccentric, and restenotic target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.